Event description:
It was reported by a non-medical professional that on (B)(6) 2008, the patient underwent a surgical procedure for a bilateral disc herniation at l5-s1. Two months post implant the initial s1 screw was removed without difficulty and replaced with a 7.5 x 45 mm screw inserted into the s1 pedicle with a tight fit. Ap and lateral films showed continuity of the screw. The patient's medical records were received and reviewed. It was found that three months after replacement, the patient "presented to an outside emergency room with notable axial back pain." Fluoroscopic image of the s1 replacement pedicles screw found it to be fractured. The 7.5 x 45 mm replacement screw was subsequently inspected and removed without significant difficulty. It was replaced with a hydroxyapatite-coated 8.5 mm x 40 mm pedicle screw. The rod was satisfactorily placed, and x-rays revealed continuity of the screw fixation. No complications were noted.

Manufacturer narrative:
(B)(4). A review of the device history records cannot be performed without additional device info. Without return of the device or associated records it is not possible to ascertain a cause for the reported event.